Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 270 (mg/dl) on (B)(6) 2016. Customer administered a correction bolus with the pump to treat bg levels. It was also reported that customer experienced a low bg level of 40 (mg/dl) on (B)(6) 2016. Customer drank some hot chocolate to treat bg level. Troubleshooting with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management and call tandem technical support for any future events. Customer acknowledged.